Event description:
It was noted a motor stall occurred. The patient had a fall resulting in a fractured femur, which required an MRI of on (B)(6) 2012. The pump logs show motor stall on (B)(6) 2012, tube set on (B)(6) 2012 and recovery as of the date of this report which occurred during regular refill. There were normal expected and actual residual volumes. There were no patient symptoms. Device system was used to infuse baclofen. No further information was reported.

Manufacturer narrative:
(B)(4).